Event description:
A consumer reported that spouse had bypass surgery while using a surestep meter. Consumer reported frequent error1 messages with the ss meter during which the pt acted funny. Consumer attributes pt's heart condition to ss meter inaccuracy. Consumer reported that ss meter stopped working in 2000 and that pt bought a new meter of a different brand. Since the surgery, pt has been unable to work in the pt's profession. Consumer did not provide any further info.